Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedances. No adverse patient effects were reported. The current values remains stable but out of range. The physician elected to monitor this patient.

Manufacturer narrative:
Should additional information become available this investigation will be updated.